Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2013, a patient underwent endovascular treatment of abdominal aortic aneurysms using gore® excluder® aaa endoprostheses. On (B)(6) 2020, re-intervention was performed. The left internal iliac artery was coil embolized and an additional stent graft was implanted in the left external iliac artery. Also an additional stent graft was implanted in the proximal neck to solve the lack of apposition. (Re-intervention event was captured in mpdcase-(B)(4)). On (B)(6) 2022, this patient underwent an emergency endovascular treatment for a rupture of abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was suspected a proximal type I endoleak caused the aneurysm rupture. A balloon occlusion was performed near the proximal neck/renal arteries, and an additional aortic extender was implanted into the proximal side while cardiac massage was performed. Both renal arteries were intentionally covered by the device. After the device placement, the proximal endoleak seemed to be resolved. Although the blood flow to the distal could not be confirmed by the final angiography, procedure was completed and the patient was decided to be monitored in the ICU.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm rupture. Changed h6 code: investigation conclusion to d12: known inherent risk of device.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. H6: code 213 - a review of the manufacturing records indicated the lot met pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm rupture.